Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b1, b2, b5, b6, g4,h1, h2, h6, h10. A retained sample as tested and did not show unusual behavior. Reported event was unable to be confirmed. No product was returned to zimmer biomet for in-depth analysis. A retain sample of batch 807aa07130 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting was found.moreover, based on the IFU, for a storage temperature at 23°c and if it¿s supposed that the surgery temperature was at 23°c also, the final hardening phase starts at 4 minutes. No similar complaint has been recorded for optipac 40 refobacin plus bone cement-3, batch 807aa07130 within one year. The exact root cause could not be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that during the surgery when the cement was inserted into the hip shaft, it hardened in 5 minutes because of which the prosthesis could not be inserted into the cement. Patient had to be relocated to another hospital to remove the cement from the hip. The issue occured with 2 products. The cement was discarded. No other adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products designation optipac 40 refobacin plus bone cement-3, reference 4720502083-3, lot number 807aa07130 were manufactured on 16 march 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that during the surgery when the cement was inserted into the hip shaft it got hardened in 5 minutes because of which the prosthesis could not be inserted into the cement. Patient had to be relocated to another hospital to remove the cement from the hip. The issue occured with 2 products.